Manufacturer narrative:
(B)(4). Missing segments due to cracked lcd zebra connector, however pump passed the operating currents measurement, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm, battery icon anomaly noted. No backlight anomaly noted. Buttons functioned properly. No damage found on the keypad traces. The bolus wizard functioned properly per bolus wizard sample in the 551/751 user guide. No bolus wizard anomaly noted, however moisture damage found on the motor. Pump had cracked case at display window corners, broken battery tube threads, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, cracked belt clip slot, missing display window and cracked end cap.

Event description:
The customer reported via phone call that they had problem with bolus wizard. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they had a problem with the bolus wizard. When they press the bolus wizard it was not going into the carbohydrates but it was going straight the units to deliver. The customer reported that the back light was not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.